Event description:
Information received indicates there are signs of corrosion/fluid ingress on the power supply board, scale board and 22-position connector on the retracting frame.

Manufacturer narrative:
The technician replaced the power supply board, scale board, 22-position connector and scale display cable to repair the bed.